Event description:
The patient reportedly has experienced facial nerve stimulation on every electrode since initial stimulation. Reprogramming the sound processor has not resolved the problem. Proper device placement was confirmed and integrity testing showed normal device function. The device was explanted and the pt was reimplanted with a new device in 2005.